Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate that the tlc75 would not cut and would not staple. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.